Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 3074262 d.4. Medical device expiration date: 31-jul-2024 h.4. Device manufacture date: 15-mar-2023 d.4. Medical device lot #: 3074264 d.4. Medical device expiration date: 31-jul-2024 h.4. Device manufacture date: 15-mar-2023 d.4. Medical device lot #: 3074265 d.4. Medical device expiration date: 31-jul-2024 h.4. Device manufacture date: 15-mar-2023 h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes erroneous results were obtained. There was no patient impact. The following information was provided by the initial reporter: customer states they have observing uneven coverage in our next-generation exome and genome sequencing data from dna samples extracted from whole blood did the specimen(s) need to be recollected? No. In most cases, we just repeated the analysis, but several cases failed multiple times.

Event description:
It was reported that during use with bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes erroneous results were obtained. There was no patient impact. The following information was provided by the initial reporter: customer states they have observing uneven coverage in our next-generation exome and genome sequencing data from dna samples extracted from whole blood did the specimen(s) need to be recollected? No. In most cases, we just repeated the analysis, but several cases failed multiple times.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from each lot were visually inspected with no issues observed. Bd does not have claims for using edta tubes for dna extraction testing, therefore any use of edta tubes with dna extraction testing must be validated by the end user. Further clinical testing is not required based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode(erroneous results, variability in genomic testing). Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.